Event description:
The customer reported the users were unable to acquire a 12 lead ECG signal. The device was in use on a patient to monitor the ECG waveform. When they were unable to acquire the 12 lead ECG they switched to a different ECG cable and were able to confirm a diagnosis in route to the hospital. The emt at the customer site reported that there was no harm to the patient.